Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number is 89633001 with an expiration date of 28-feb-2027. The field service representative found an issue with the wash station. The wash station was repaired, which resolved the issue. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue. However, a specific cause of the event could not be determined.

Event description:
There was an allegation of questionable bilt3 bilirubin total gen.3 results for 1 patient sample on a cobas c 703 analytical unit. The initial result was 0.15 mg/dl. On (B)(6) 2026, the sample was repeated on another module, and the result was 5.03 mg/dl. This result matched the patient's clinical picture. The sample was repeated because the initial result did not match the patient's clinical picture.